Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the ultrasound port disconnected from the catheter. During the procedure, an atlantis¿ pv imaging catheter was used. Upon loading the atlantis¿ pv imaging catheter to the unspecified 0.035 guidewire, the ultra sound port got disconnected from the imaging catheter. The physician took the catheter off from the unspecified 0.035 guidewire and discontinued advancing it into the patient's body. The procedure was not completed due to the event. No patient complications were reported. However, the sheath assembly was missing when the device was received.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the complaint device was received for evaluation. Based on the returned condition of the device. The catheter sheath assembly was not returned with this device. Testing for guidewire 0.035" cannot be done due to missing sheath assembly. No damages were found on the hub flaps. A good click sound was heard during insertion into the motor drive unit (mdu) system. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).